Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
The jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was originally produced at the manufacturing facility as part of a (B)(4) pc. Lot in april of 2021. Evaluation of the returned instrument as received shows that the tips are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly recessed into one side of the outer tube assembly. We are unable to determine what caused the jaws to become slightly loose and misaligned in the closed position and for the jaw pivot pin to become slightly recessed into one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. We are able to validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.